Manufacturer narrative:
A4 patient weight added to the report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein the ipg was explanted and replaced, resolving the issue.

Manufacturer narrative:
Event date is unknown.

Event description:
It was reported that the patient was receiving the "replace generator soon" error message. It is unknown if the patient has lost therapy or not and it is uncertain if the ipg depleted prematurely or not.